Event description:
Information received from the field does not address the patient's clinical status but notes that a post implant check revealed intermittent loss of ventricular capture. The threshold had increased from 1.0 v, 0.4 ms to over 2.25 v, 0.4 ms in one day. The lead was successfully repositioned.